Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The staple guide was observed to be detached from the instrument with proper weld marks on the shell head. The pusher fingers appeared to be intact and inspection under the microscope displayed no damage to the knife blade. Since the clinical anvil was not received, a pmv representative anvil was used for all functional testing. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the pushers advanced. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed staple guide disengagement may occur if the instrument is handled rough. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, on a gastric bypass, the plastic protective ring around the staples disengaged. Another device was used to complete the case. There was no patient involvement.